Event description:
The pt developed an infection with an abscess which required abscess incision, dressing care, and antibiotic therapy.

Manufacturer narrative:
Attempts have been made to obtain add'l info. The user did not retain the sample for investigation. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 08 january 2008.